Event description:
The recipient is reportedly experiencing retention issues and pain at the magnet site. External equipment was exchanged and moleskin was given, however, the issue did not resolve. The recipient was given a steroid treatment and was able to resume device use. The recipient was then given an occipital nerve block, however, the pain issue got worse. The recipient is being given a second round of steroids for the continued pain. The physician does not believe this issue to be device related as the recipient has a history of fluid build up, unrelated to the device, and auditory neuropathy.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has resolved. Another nerve blocker was put in place on (B)(6) 2021 which was successful. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.